Event description:
During a pulmonary vein isolation and cavotricuspid isthmus procedure, the cavotricuspid isthmus portion of the procedure was aborted due to an ensite x amplifier communication issue. When the catheter was connected, a red signal was noted on the gui around the ampere connect port of the amplifier and the rf signal would not appear. No physical damage was noted. The amplifier was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. Additional information received confirmed that this is a duplicate event. This has been reported previously in manufacturing reference 2184149-2026-00003. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical open to the ablation channels between the ampere connect port assembly and the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Additional information received confirmed that this is a duplicate event. This has been reported previously in manufacturing reference 2184149-2026-00003. During a pulmonary vein isolation and cavotricuspid isthmus procedure, the cavotricuspid isthmus portion of the procedure was aborted due to an ensite x amplifier communication issue. When the catheter was connected, a red signal was noted on the gui around the ampere connect port of the amplifier and the rf signal would not appear. No physical damage was noted. The amplifier was replaced. There were no adverse consequences to the patient.